Manufacturer narrative:
(B)(4). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards had an independent expert echocardiologist review received echo images. A summary of the echo review findings is provided below: on limited imaging, there appears to be dense mitral annular calcification that involves the basal aspect of both the anterior and posterior mitral leaflets, with color-flow doppler evidence of probably mild lv inflow obstruction (mitral stenosis). The aortic valve is not visualized. The most likely clinical scenario resulting in this echocardiographic appearance is that of a patient with severe aortic stenosis and concomitant calcification of the mitral annulus and leaflets that results in mild degenerative (non-rheumatic) mitral stenosis that is independent of any involvement of the aortic bioprosthesis. Comparison with pre-operative or intra-operative pre-intervention images would be of interest. If the etiology of mitral stenosis is due to the aortic bioprosthesis affecting anterior mitral leaflet motion, then this should appear as a new finding following aortic intervention. Alternatively (and more likely), if abnormal anterior mitral leaflet motion and mild mitral stenosis is due to underlying degenerative / calcific mitral valve disease, then it would have had a similar appearance on pre-operative / pre-intervention imaging.

Manufacturer narrative:
Additional manufacturer narrative: there is no information indicating that the device was not used per the IFU. There is also no information suggesting that there was a malfunction or deficiency of the subject device. It appears that the patient's anatomy likely contributed the mitral stenosis post-avr. There is currently no intervention planned for the mitral stenosis. No corrective action is required for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is learned, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that after the implantation of an intuity elite valve in the aortic position, mitral stenosis was noted. As reported, the patient underwent for surgery for aortic valve replacement and af ablation. The valve was implanted in full sternotomy and through a hockey stick aortotomy. Three (3) simple stitches were used. The patient's annulus and leaflets were calcified and debridement was easy; visibility was good. There was no perivalvular leak observed on the intraoperative echocardiogram. There was also no mitral stenosis detected. However, post-operative echocardiogram prior to discharge demonstrated mild-to-moderate mitral stenosis. It was reported that the anatomy of the patient (a little bit oblique), plus a big size contributed to the frame of the valve limiting the opening of the mitral leaflet. There is currently no intervention planned for the mitral stenosis.